Event description:
Doctor reported a file separated mid-root during procedure. The pt was referred to a specialist who determined the tooth was not salvageable and recommended extraction. The tooth was extracted and a bridge made to replace the missing tooth.